Manufacturer narrative:
The failure in this case was due to another manufacturer's product, the intersurgical patient circuit/breathing system, part 2151000. The product is identified as an original equipment manufacturer component that is imported by ge healthcare. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.